Event description:
It was reported that during a laparoscopic low anterior resection procedure, "the stapler was not working well." There was "leaking" reported per surgeon. It is unknown how the case was completed and patient consequence is also unknown. No additional information at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the leak cause any intervention for the patient and of so what was the outcome? The leak did not cause intervention for the patient. Did the surgeon over sew the staple line to stop the leak? The surgeon said he forcefully removed the stapler from the patient's tissues and used another ecs29 to do the additional anastamosis. If not what did he do to insure to prevent possible post op complications? Answered in the previous question. Was there bleeding or blood products required? No bleeding or blood products required. What is the status of the patient at this time? Patient was doing well when I inquired last week. On what tissue type was the device used? The device was used on a rectum. At what location on the tissue? Answered in the previous question. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not certain if the patient had been taking systemic steroids or not. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Event occured on the first firing. What color cartridge was being used? The ecs29 was used. What other color cartridges were used before and after this event? Answered in the previous question. Was buttressing material utilized? If so, which product? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? Not certain if the device was used across or near an existing staple line. Were any unexpected noises heard? If so, when? Surgeon didn't report any unexpected noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon didn't report any higher or lower than normal forces to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Surgeon did not report on this question. Was there any difficulty removing the device from the tissue? The surgeon stated he had to forcefully remove the stapler from the patient's tissues. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process.